Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One picture provided for evaluation. The provided picture was visually evaluated. It was noted that the order form and the blister were placed side by side to illustrate the difference between the item ordered and the item received. However, the reported issue cannot be confirmed, as the universal vented spike 15 is listed as an alternate bom component per cr03374 wpa. Additionally, the 15 drop configuration is shown in the drawing as an approved alternate. Based on the evaluation, the samples met internal specifications, and no product deviations were identified. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: error out-of-box. Mislabeled product: 352630 labeled at 15 drop and should be labeled as 10 drop. No injury reported.